Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two proglide devices after a heart catheterization procedure using a 6fr sheath. Reportedly, the suture did not release from the o-ring of both devices. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty to remove was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In this case, the device was returned with the knot and loop properly formed indicating that plunger/ needle deployment was successful. The suture likely failed to capture the artery and/or pulled out of friable tissue such that the suture loop remained within the suture bearing. The suture is released from the suture bearing upon removal of the device from the anatomy when the vessel is successfully captured. Based on review of the returned device condition, there is no indication of a product quality issue.